Manufacturer narrative:
Eval was not possible, as the products were not returned. Product info required to review the device history records was not provided. The initial reporting stated, the products were not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported polyethylene wear or device loosening; however, polyethylene wear after fifteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated.

Event description:
Pt was revised to address poly wear, osteolysis, and loosening of the tibial component.